Manufacturer narrative:
H3 and h6 - update. One device was received for investigation. The device was received in good condition, with no physical damage or adulterations. The device was then functionally tested. The reported complaint was confirmed the h-2 pressure chamber was leaking air and not pressurizing at all. The pressure gauge was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure chamber was no reading the correct pressure. Fault found while doing the biomed functions check. Chamber was reading 210 mmhg on pressure chamber, as "opposed to 290-300 mmhg". The pressure from the tower was exact, 5.6 psi. The fault occurs during testing. No patient involvement or harm.